Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device serial number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have all been updated accordingly. UDI: (B)(4). H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device did not function, frozen/would not move, the moving parts did not move smoothly, component damage and failed pre-test for general condition, check for mechanical free movement, check general function in running mode and check the oscillation frequency due to component wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown the device serial or lot number was unknown; therefore, UDI: (B)(4). Reporter¿s phone number is not available.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw attachment device while being used with a motor device, started to slow down. It was reported that this occurred during the first cut. It was reported that the battery was checked and charged with other functions being used to test but still did not work. It was reported that the institution did not have motors so it was necessary to start sterilizing the motor used in the first patient. The specialist had to lower the torniquet and wait for sterilization process in order to proceed with the surgery. The motor was then tested with the oscillating saw adaptor from the previous surgical equipment and it worked without a problem, indicating that the adapter was the issue and not the motor. It was reported that there was an unspecified delay and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.